Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a condition of the air in line printed circuit board (ail pcb) was out of calibration. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 19 2007. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) was observed to be out of specification. The failure code 810:11 on channel a confirms the ail pcb failure. This failure code is manifested as a result of the ail pcb being out of specification. The ail pcb on channel a was recalibrated and the device was tested.